Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the replacement procedure was due to the patient wanting an MRI.

Event description:
A report was received that the patient will undergo a replacement procedure for an unknown reason.